Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the patient anatomy. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between the conductor coils consistent with procedural damage.

Event description:
New information received indicated that the right atrial lead and right ventricular lead were explanted. The patient was re-implanted with a single coil defibrillation lead and single chamber ICD. The patient was in stable condition post-procedure.

Event description:
Related manufacturer reference number: 2017865-2023-36063. It was reported that the patient presented in the emergency room after receiving a patient notifier. Upon review it was noted that the atrial lead impedance had dropped below the lower limits. The patient was brought into the clinic for a device interrogation. Device interrogation revealed that the atrial lead and right ventricular were oversensing noise. Programming changes were performed. The patient was in stable condition.